Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The valve was received for analysis on mar 22, 2017. Gross examination of the valve was completed.

Event description:
It was reported that on an echocardiogram the patient had combined aortic stenosis and aortic insufficiency. On (B)(6) 2017 the procedure was isolated aortic valve replacement through right mini thoracotomy, this was the surgeon's 20th case. Femoral venous and arterial cannulation was performed. A transverse aortotomy was completed and de-calcification as per usual. Upon implantation of the valve and visual inspection, the left coronary leaflet appeared straight and stretched and higher than that of the right and non-coronary leaflets. The right coronary leaflet looked wrinkled and dimpled at the base of the leaflet and the supra annular sealing collar, suggesting that the valve was twisted during implantation. The surgeon made some adjustments to the valve and closed the aorta. Upon removing the cross clamp the pulmonary artery pressures elevated and on echo there was a moderate paravalvular leak on the left coronary cusp and moderate aortic insufficiency. Cross clamp was 67 minutes. Patient was put back on bypass, the perceval was explanted and inspected by the surgeon; he decided to re-use the same valve. The valve was re-collapsed and re-implanted. On visual inspection of the valve there was no annulus above or below, the leaflet heights were equal, the leaflets coapted, but minimally. On echo the patient had moderate to severe aortic insufficiency. Cross clamp was 42 minutes. Patient was put back on bypass and a 23 mm magna ease was implanted and on echo there was a pvl that remained - the patient was weaned off bypass and closed. When discussing the case with the surgeon he mentioned that the aortotomy was unusually high about 1 to 1 1/2 cm too high which made visualization and sizing difficult. He also mentioned that he thought the problem was that the patient had deep scalloped cusps which made sizing difficult and sealing of the valve difficult. He also mentioned that the patient had a deep calcium rim around the entire annulus, but upon inspection of the valve and the annulus with a scope there were no bulky piece of calcium and the annulus was smooth. The surgeon doesn't think that this is a valve problem, he thinks he may have undersized the valve or because of the nature of the deep scalloped cusps he couldn't get a good seal but sees the importance of sending the valve back in for inspection and evaluation.

Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.